Event description:
It was reported that the patient had visited the medical institution twice due to hearing an alert sound. Both times the alert was triggered due to high impedance on the right ventricular lead. It was also noted on the second visit that the lead impedance was unstable but the noise was not found. A conductor fracture was suspected and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).